Manufacturer narrative:
No sample is available for the MFR to evaluate. Eval: results: the DHR review could not be conducted since the lot number was not provided. Conclusions: the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. Product IFU states "always maintain flow through the circuit to prevent overheating the circuit" and "to avoid temp buildup, turn off or pause the concha therm heater when gas is discontinued or interrupted." If the product sample becomes available this complaint will be reopened. Root cause is unk. If additional info is received that affects the conclusion of the investigation, a f/u report will be sent.

Event description:
Complaint was reported as the following: "nicu reported a disconnection at the adaptor without hearing alarm. When the circuit was reconnected, the physician noted that the circuit was very hot to the touch and the temp reading to be around 51 degrees". No pt injury reported.